Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: after firing, the instrument could be opened only with great force. Magazines were opened inside the situs with a screw driver. Surgery time was extended by more than 30 mins. The procedure was converted to open.